Manufacturer narrative:
Additional information: the device performed as expected while in use in the patient. No delamination was evident while the device as in the patient. The liner was seen to be intact inside the housing on inspection. The cutter was observed to be pushed half way down the nosecone if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-ls device to treat a moderately calcified, slightly tortuous, calcified 80% stenotic lesion in the proximal right superficial femoral artery(sfa). The IFU was followed during preparation with no issued identified. It was reported that the catheter was used to treat the lesion and was then removed to be cleaned. It was reported that the device was cleaned successfully. The thumbswitch was pushed forward after flushing but it would not completely advance. On closer inspection, it was noted that the pet liner had delaminated. The device was not re-entered into the patient. A new h1-ls was used to complete the procedure.

Manufacturer narrative:
Product analysis: the hawkone device was received for evaluation. No ancillary device or images were received with the device. The device was returned attached to the cutter driver. Inspection of the distal assembly revealed biological debris within the housing. The first area was located approximately 0.5cm-0.6cm distal to the cutter window - red in colour. Second area of debris was located approximately 2.0cm -2.2cm distal to the cutter window - yellow/white in colour. Microscopic inspection first area consistent with biological debris, second area unable to determine if biological or pet. The cutter was returned approximately 0.8cm distal to the cutter window. No anomalies with the pet liner were observed during inspection. The cutter driver was activated. The cutter could be retracted successfully, and no anomalies were noted. The cutter was then advanced; however, the cutter could only advance approximately 2.1cm distal to the cutter window. The device was the flushed/cleaned via the dft. And the cutter was attempted to be advanced again; the cutter advanced approximately 2.2cm distal to the cutter window. Further inspection of the whitish substance was performed. A 0.014¿ guidewire was inserted into the flush mouth of the device and the substance was pushed through the cutter mouth. Microscopic examination of the debris revealed it to be biological in nature. If information is provided in the future, a supplemental report will be issued.